Event description:
It was reported, a patient underwent a kyphoplasty procedure on (B)(6) 2009. While the "physician inflated the balloon inside the vertebral body at t11, the balloon suddenly broke". The procedure was successfully completed with a new balloon. There were no patient complications or adverse events reported. This event occurred in mexico and the product was expired. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative. Product was from trunk stock.